Event description:
It was reported that the health care professional was unable to insert a lead into the "head" of one of the channels of the stimulator. Another stimulator was opened and the leads went in "perfectly." The device was not implanted. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Final device analysis of implantable neurostimulator (ins) revealed that the ins connector port had a lead insertion anomaly. A known good lead got stuck when it reached the #9 balseal connector. X-rays revealed that the balseal spring was deformed. Reason for late MDR due to implementation of process improvement.